Event description:
In 2004, approximately 1am the pt starts to hyperventilate, falling tidal volume and falling return volume occurs. The pt becomes hypoxic and get increased values of respiration c02 but is barely ventilated acceptably on bag 100% oxygen. Over suction catheter the bivona tube is changed to portex tube of type blueline 8.0 the bivona tube cuff gets clogged and we find that it is leaking answering to proximal welding. It is understood that the leaking is due to the high inflation pressure that is determined by cardiac insufficiency and lung edema. Co would like to add that the pt earlier has had the cuff deflated up to several times with no problems.